Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that no impedance anomalies were found. Lead impedance trends have been stable at 500 ohms except for a significant but isolated swing in the rv pacing impedance back in (B)(6) 2009 when it dropped to 200 ohms. Analysis further noted the presence of interference/noise. There have been 7009 lifetime sensing integrity count (sic) events over 1121 days, average of 6 sic/day. There has been an average of 3.3 sic/day since last session 97 days ago. Prior to the last session, there were 15.7 sic/day over 424 days. Analysis also observed oversensing. There were 3 short v-v cycle episodes (with less than 220ms periods) noted between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that both the right ventricular and atrial leads were experiencing oversensing, and there was a question as to whether this was emi (electromagnetic interference). There were several episodes of atrial tachycardia and atrial fibrillation that were caused by noise on the atrial electrogram. The ventricular lead had an isolated decrease in impedance to 200 ohms approximately one year ago. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the right ventricular and atrial leads were experiencing oversensing, and there was a question as to whether this was emi (electromagnetic interference). There were several episodes of atrial tachycardia and atrial fibrillation that were caused by noise on the atrial electrogram. The ventricular lead had an isolated decrease in impedance to 200 ohms approximately one year ago. Both leads are still in use. No patient complications have been reported as a result of this event. It was further reported that there was a care alert triggered for high svc (superior vena cava) coil impedance, and that the impedance had been fluctuating for weeks. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that no impedance anomalies were found. Lead impedance trends have been stable at 500 ohms except for a significant, but isolated swing in the rv pacing impedance back in (B)(6) 2009 when it dropped to 200 ohms. Analysis further noted the presence of interference/noise. There have been 7009 lifetime sensing integrity count (sic) events over 1121 days, average of 6 sic/day. There has been an average of 3.3 sic/day since last session 97 days ago. Prior to the last session, there were 15.7 sic/day over 424 days. Analysis also observed oversensing. There were 3 short v-v cycle episodes (with less than 220ms periods) noted between (B)(6) 2010 and (B)(6) 2010.